Event description:
The instrument did not dispense samples, and no error message was generated. There was no pt injury and the purported samples were not contaminated or improperly mixed. After discovery, the samples were removed and dispensed properly.